Event description:
It was reported that during a laparoscopic prostate procedure, halfway through the procedure, active blade sheared off and was left inside the pt. Carried on with the procedure without need for another harmonic shear. The case was prolonged ninety minutes. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.